Event description:
It was reported that on (B)(6) 2011, 4 unknown promus stents were implanted in an un-specified vessel.on (B)(6) 2012, the patient presented with ischemic symptoms lasting 10 minutes or longer, and a suspected myocardial infarction. Repeat angiography was performed. No additional information was provided.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the stent remains in the patient. A follow-up will be submitted with all relevant information.the additional promus stents referenced are being filed under separate medwatch reports.

Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. The reported patient effects of ischemia and myocardial infarction, as listed in the promus everolimus eluting coronary stent system instructions for use (IFU), are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.